Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 620741, 620742) inserted for female sterilisation. The patient's past medical history included bowel movement irregularity, irritable bowel syndrome, endometriosis and benign ovarian cyst. Concurrent conditions included acute sinusitis, headache, tooth pain, fever, sore throat, chest pain, shortness of breath, abdominal pain, blepharitis, chills, rash, vomiting, joint pain, diarrhea, lower abdominal pain, constipation, acute bronchitis, menorrhagia, dysmenorrhoea, nausea and vaginal discharge. Concomitant products included leuprorelin acetate (lupron) and vicodin. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: bilateral tubal occlusion. Pregnancy test urine: on (B)(6) 2006: negative. Ultrasound pelvis: on (B)(6) 2016: mild fibroid uterus, normal ovaries. Ultrasound scan vagina: on (B)(6) 2015: small uterine fibroids. Essure confirmation test-yes. Ultrasound pelvis transabdominal and transvaginal: bilateral essure device. On (B)(6) 2014, surgical pathology report- final pathologic diagnosis left and right fallopian tubes, laparoscopic salpingectomy: benign fallopian tubas identified gross description. Upon sectioning, thin metal coils presumed to be contraceptive devices are present within the lumina of the segments without fimbria. Representative sections are submitted in 2 cassettes clinical history. Bowel irregularities; irritable bowel syndrome. Most recent follow-up information incorporated above includes: on 11-sep-2018: medical records received, reporter added, lot number added, concomitant diseases and drugs added, historical conditions added. Lab data added. Essure was removed on (B)(6) 2014. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other) please describe and state the location of the perforation: viscous intraperitoneal leak at vaginal cuff."), device dislocation ("migration of essure device location of device: found in the uterine cornu"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 32-year-old female patient who had essure (ess205) (batch no. 620741, 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel movement irregularity, irritable bowel syndrome, endometriosis, benign ovarian cyst, vaginal bleeding, bowel movement irregularity and irritable bowel syndrome. Concurrent conditions included acute sinusitis, headache, tooth pain, fever, sore throat, chest pain, shortness of breath, abdominal pain, blepharitis, chills, rash, vomiting, joint pain, diarrhea, lower abdominal pain, constipation, acute bronchitis, menorrhagia, dysmenorrhoea, nausea, vaginal discharge, depression, asthma since 2013 and hypersensitivity since 2013. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) since 2008, leuprorelin acetate (lupron) and mirtazapine (remeron) from 2012 to 2013. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and irritable bowel syndrome ("ibs"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced loss of libido ("no sex drive"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes describe"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 years 4 months after insertion of essure (ess205). In 2017, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), visceral pain ("visceral hypersensitivity syndrome"), vulvovaginal inflammation ("inflammation of vaginal cuff") and abdominal pain upper ("stomach area pain"). The patient was treated with hysterescopy and surgery (ablation, bilateral salpingectomy, total hysterectomy (uterus and cervix removed), bilateral salpingectomy, total hysterectomy (uterus and cervix removed), diagnostic laparoscopy and diagnostic laparoscopy with washout, diagnostic lap). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, loss of libido, uterine leiomyoma, nausea, dysmenorrhoea, fatigue, weight decreased, visceral pain, irritable bowel syndrome, vulvovaginal inflammation, abdominal pain upper, endometriosis and hormone level abnormal outcome was unknown. The reporter considered abdominal pain upper, device dislocation, dysmenorrhoea, endometriosis, fatigue, hormone level abnormal, irritable bowel syndrome, loss of libido, menorrhagia, nausea, pelvic pain, perforation, uterine leiomyoma, vaginal haemorrhage, visceral pain, vulvovaginal inflammation and weight decreased to be related to essure (ess205). The reporter commented: no injuries or symptoms were decreased or resolved following essure removal. Current weight: 138 lbs. Upon sectioning, thin metal coils presumed to be contraceptive devices are present within the lumina of the segments without fimbria. Representative sections are submitted in 2 cassettes. Type of application: disability, date (or year) application: 2010, nature of claimed injury/disability: stomach pain, outcome of application: denied, basis of your claim: sick. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: bilateral tubal occlusion. Pathology test - on (B)(6) 2014: final pathologic diagnosis left and right fallopian tubes, laparoscopic salpingectomy: benign fallopian tubas identified. Pregnancy test urine - on (B)(6) 2006: results: negative. Ultrasound pelvis - on (B)(6) 2016: results: mild fibroid uterus, normal ovaries. Bilateral essure device. Bilateral linear echogenic foci at the uterine cornu compatible with an essure device was noted.. Ultrasound scan vagina - on (B)(6) 2015: results: small uterine fibroids. Lot number: 620741, manufacture date: 2006/08, expiration date: 2008/07. Lot number: 620742, manufacture date: 2006/08, expiration date: 2008/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2019: pfs received plaintiffs address details were updated. Events: device dislocation, endometriosis and hormonal imbalance were added. Events onset date were updated. Concomitant conditions were added. Concomitant drugs were added. Lab data were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 620741, 620742) inserted for female sterilisation. The patient's past medical history included bowel movement irregularity, irritable bowel syndrome, endometriosis and benign ovarian cyst. Concurrent conditions included acute sinusitis, headache, tooth pain, fever, sore throat, chest pain, shortness of breath, abdominal pain, blepharitis, chills, rash, vomiting, joint pain, diarrhea, lower abdominal pain, constipation, acute bronchitis, menorrhagia, dysmenorrhoea, nausea and vaginal discharge. Concomitant products included leuprorelin acetate (lupron) and vicodin. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: bilateral tubal occlusion. Pregnancy test urine - on (B)(6) 2006: negative. Ultrasound pelvis - on (B)(6) 2016: mild fibroid uterus, normal ovaries. Ultrasound scan vagina - on (B)(6) 2015: small uterine fibroids. Essure confirmation test-yes. Ultrasound pelvis transabdominal and transvaginal: bilateral essure device. On (B)(6) 2014, surgical pathology report- final pathologic diagnosis left and right fallopian tubes, laparoscopic salpingectomy: benign fallopian tubas identified gross description. Upon sectioning, thin metal coils presumed to be contraceptive devices are present within the lumina of the segments without fimbria. Representative sections are submitted in 2 cassettes clinical history bowel irregularities; irritable bowel syndrome. Lot number: 620741 manufacture date: 2006/08 expiration date: 2008/07. Lot number: 620742 manufacture date: 2006/08 expiration date: 2008/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other) please describe and state the location of the perforation: viscous intraperitoneal leak at vaginal cuff."), pelvic pain ("pain") and menorrhagia ("abnormal bleeding ( menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 620741, 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bowel movement irregularity, irritable bowel syndrome, endometriosis, benign ovarian cyst and vaginal bleeding. Concurrent conditions included acute sinusitis, headache, tooth pain, fever, sore throat, chest pain, shortness of breath, abdominal pain, blepharitis, chills, rash, vomiting, joint pain, diarrhea, lower abdominal pain, constipation, acute bronchitis, menorrhagia, dysmenorrhoea, nausea, vaginal discharge and depression. Concomitant products included leuprorelin acetate (lupron) and vicodin. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and irritable bowel syndrome ("ibs"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6), the patient experienced loss of libido ("no sex drive"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight decreased ("weight loss"). In (B)(6), the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("visceral hypersensitivity syndrome"), vulvovaginal inflammation ("inflammation of vaginal cuff") and abdominal pain upper ("stomach area pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the perforation, pelvic pain, menorrhagia, loss of libido, vaginal haemorrhage, uterine leiomyoma, nausea, dysmenorrhoea, fatigue, weight decreased, hypersensitivity, irritable bowel syndrome, vulvovaginal inflammation and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, fatigue, hypersensitivity, irritable bowel syndrome, loss of libido, menorrhagia, nausea, pelvic pain, perforation, uterine leiomyoma, vaginal haemorrhage, vulvovaginal inflammation and weight decreased to be related to essure (ess205). The reporter commented: no injuries or symptoms were decreased or resolved following essure removal. Current weight: 138 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: bilateral tubal occlusion. Pregnancy test urine - on (B)(6) 2006: negative. Ultrasound pelvis - on (B)(6) 2016: mild fibroid uterus, normal ovaries. Ultrasound scan vagina - on (B)(6) 2015: small uterine fibroids. Essure confirmation test-yes. Ultrasound pelvis transabdominal and transvaginal: bilateral essure device. On (B)(6) 2014, surgical pathology report- final pathologic diagnosis left and right fallopian tubes, laparoscopic salpingectomy: benign fallopian tubas identified gross description. Upon sectioning, thin metal coils presumed to be contraceptive devices are present within the lumina of the segments without fimbria. Representative sections are submitted in 2 cassettes clinical history bowel irregularities; irritable bowel syndrome. Lot number: 620741, manufacture date: 2006/08 , expiration date: 2008/07. Lot number: 620742, manufacture date: 2006/08, expiration date: 2008/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Reporter's information was added. Events added: no sex drive, abnormal bleeding (vaginal, menorrhagia), fibroids, nausea, dysmenorrhea (cramping), fatigue, weight loss, visceral hypersensitivity syndrome, ibs, perforation (other) please describe and state the location of the perforation: viscous intraperitoneal leak at vaginal cuff, stomach area pain. Concomitant disease and historical disease was added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plantiff had surgery to remove the essure). Essure (ess205) was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.